Manufacturer narrative:
Investigation identified a coding error within the stella 2.0 program software; when a customer has multiple toric lens line items in stella (multiple toric lens reservations for the same eye) and an iod is generated from the patient's list view page, order confirmation or shopping cart, the system may incorrectly display the same placement axis for all reserved toric lenses instead of the correct placement axis associated with each individual lens line item. Only the implant orientation diagram (iod) printed using stella 2.0 between (B)(6) and (B)(6) 2026, and not the lens itself, is affected by this issue. D2 - the product code "mta" is entered to satisfy mandatory field requirements, as the device software is not currently classified and does not have an assigned FDA product code. G4-PMA/510(k): p030016/s001/a016. Claim #(B)(4).

Event description:
The reporter indicated that the stella 2.0 implant orientation diagram (iod) software generated an incorrect lens orientation diagram during lens selection. The reporter noted that adverse events were associated with the event; however, it is unclear whether an implantable collamer lens (icl) implantation has occurred. A refractive error is possible. Additional information has been requested but has not been received. A supplemental medwatch report will be submitted if further details become available.